Event description:
The user facility biomed reported that the device alarmed "high peak" while in use on a pt. The pt was removed from the device and placed on another device. There was no pt harm reported.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/8/2015. Corrected data: life threatening was added because the ventilator required change out. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event and the status of the pt. As of june 05, 2015 there has been no add'l info provided by the user facility. (B)(4). A carefusion field service rep was dispatched to the user facility. The field service rep evaluated the device verified the reported event and determined that a malfunctioning gas delivery engine (gde) was the most likely cause. At present, there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.